Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit was received with cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported being hospitalized due to high blood glucose and ketones. She went to the emergency room with blood glucose of 345 mg/dl, was treated and released the same day. She was wearing the insulin pump at the time of the emergency room visit. The blood glucose at the time of the call was 126 mg/dl. Troubleshooting was performed on the device and it passed all functional tests. All settings were programmed correctly. The drive support cap was recessed. Customer reported seeing one air bubble in the p-cap of the infusion set. The customer stated that the insulin vial was old and was close to the end of its use, but the insulin was not expired. The cannula was neither bent nor occluded. The site of insertion was neither irritated nor sore. Nothing further was reported.